Event description:
It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional electrophysiology procedure. Reportedly, the entire suture came out of the anatomy with the knot intact with a proglide device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 11f sheath, and the electrophysiology procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.